Event description:
Customer called in to customer service to report suction is low with her pump and she gets repeated bouts of mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer after sending a part that had not resolved the issue. Attempts to f/u with the customer to get add'l complaint info including medical treatment rec'd, if any, were unsuccessful and are on-going. Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. A medela clinician spoke to the customer on (B)(6) 2013, at which time the customer confirmed that her issues were resolved with medication and treatment from her doctor and a new pump on the way. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.